Manufacturer narrative:
The lot number for the two reported malfunctions were provided, therefore the lot history review was performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for both the malfunctions and images included for one malfunction. Therefore, the investigation for the two reported malfunctions are confirmed for perforation. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. The information was received from various sources. Both the malfunctions involved patients with no patient consequences. Of the two reported malfunctions, a (B)(6) male patient weighs (B)(6) and a (B)(6) female patients' weight was not provided.